Event description:
It was reported by service report that the zoom function would perform intermittently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom drive assembly.